Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of multi-organism peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The suspected cause of the peritonitis was touch contamination which is supported by the culture result of staphylococcus cohnii urealyticus, which can colonize the skin of humans, and klebsiella oxytoca, which can be found in the intestinal tract, mouth, and nose. In addition, the patient also had a recent diagnosis of pneumonia which could have contributed to the peritonitis event. ¿ko can cause a serious infection. One type of infection causes pneumonia-like symptoms.¿ based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing low ultrafiltration (uf) and weight gain with swelling. The clinic had increased the patient¿s solution to 2.5% for all exchanges due to the weight gain and swelling. The patient denied any cloudy pd effluent or abdominal pain at that time. On (B)(6) 2026, the patient stated she was worried about fluid overload and visited her primary care physician. The patient was told by the physician that she had an infection. The clinic suspects that the patient had elevated white cell count. The patient was admitted to the hospital on the same day. Pd cultures were obtained. The patient was diagnosed with peritonitis. The culture resulted positive for staphylococcus cohnii urealyticus and klebsiella oxytoca. The patient was treated with intravenous (IV) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd catheter (not a fresenius product) was removed. The patient is completing hemodialysis (hd). The patient was discharged on (B)(6) 2026 and switched to an in-center hd clinic. The cause of the peritonitis event is believed to be touch contamination, however; the patient had a case of pneumonia just prior to the hospitalization (date not provided). The pneumonia was not related to fluid overload. The patient had pneumonia prior to any fluid retention issues. No further information was provided.